Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt.

Event description:
Coiling treatment of an aneurysm. It was reported that the coil was supposed to have detached; however, it was still moving in conjunction with the tip of th delivery catheter and a coil remnant was hanging out of the aneurysm. At last, the coil released from the catheter with part of the coil left hanging in the pt's parent vessel. No pt injury reported.